Event description:
It was reported that cadd-legacy plus pump downstream occlusion out of range, during testing. No patient or clinician injury.

Event description:
It was reported that cadd-legacy plus pump downstream occlusion out of range, during testing. No patient or clinician injury.

Manufacturer narrative:
Other, one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available. To further investigate, a pressure test was performed. Customer's reported problem was duplicated. The pressure was tested, and the device did not activate within specification. The downstream sensor will be replaced.